Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying an error 5 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013, at approximately 1pm. The patient reported that he manages his diabetes with metformin pills 500mg 2 pills at 7am and 2 at 7pm, januvia pill 50mg 7am and glimepiride, 2mg 1x day at 7am and did not make any changes to his usual diabetes management routine in response to the alleged issue. The patient did not report any symptoms of high or low blood glucose but reported that at 1:30-2pm that day, the emergency medical services (ems) were called. They tested the patient¿s blood glucose between 1:30-2pm and reportedly obtained a reading of ¿33mg/dl¿ on the ems device (unknown type). The patient was treated by ems with food/drink during that same timeframe. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The subject test strips were in good condition and the testing technique was reported to be incorrect, however, the issue was not resolved because the patient did not want to do a retested with the cca during troubleshooting. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue that led to a low blood glucose episode requiring medical treatment from a healthcare professional after the alleged meter issue began.

Manufacturer narrative:
The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(6) 2013 and (B)(6) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.